Event description:
The cardiologist completed arterotomy closure with a prostar 9 fr pvs device. At the end of the closure, the cardiologist noted a hematoma forming. A 10 fr catheter was returned. The pt was taken to surgery for vascular repair. The pt did fine after surgical closure and was discharged three days after the procedure. She had an adverse reaction to the local anesthesia used in the pvs closure that contributed to a prolonged hospital stay. Several attemps were made to obtain further info on the event from the site. The cardiologist says he does not remember the details of the case. The procedural report was reviewed by the perclose rep in that area with no further info obtained. The device was not returned to the MFR and was not available for evaluation. In the absence of further info, no conclusions can be drawn regarding the contribution of the perclose device to the event.